Manufacturer narrative:
According to the customer, while inserting the needle for a "spinal" prior to a "c-section" on (B)(6) 2024, "bone was encountered", and the needle was removed. The customer reported when the needle was removed it was noted that "1-1.5 inch" of the needle was missing. The customer reported while attempting to place the needle it was "difficult to feel spinous processes at any level secondary to excess adipose tissue". The customer reported the procedure was continued with "general anesthesia" and a "lumbar xray" was performed after to locate the retained needle. The customer reported an additional procedure was required to remove the retained portion of the needle. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, while inserting the needle for a "spinal" prior to a "c-section" on (B)(6) 2024, "bone was encountered", and the needle was removed. The customer reported when the needle was removed it was noted that "1-1.5 inch" of the needle was missing.

Manufacturer narrative:
Update d9: device returned. Update h2: device evaluated. Update h6: type of investigation and investigation conclusions.